Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. However no revision procedure has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Patient identifier ¿ updated to (B)(6). Age at the time of event, date of birth ¿ sex: updated to male.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - unknown nexgen patella; unknown nexgen femur; unknown nexgen tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-03437.

Event description:
It was reported that a patient underwent a left knee revision procedure due to instability and patellar loosening; the patellar component and articular surface were removed and replaced. No additional patient consequences were reported.